Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose of 19 mmol/l. The customer's blood glucose was ranging from 18 to 20 mmol/l. The customer tried to lower it with an insulin pen however did not worked. The insulin pump did not give any alarm. The customer stated had changed set. Advised her to contact her health care professional. The insulin pump will be returned for analysis.